Event description:
Customer reported the images are getting lost and system is slow to boot.

Manufacturer narrative:
Ge service representative removed and replaced hard drive assembly reload calibration files functional and mechanical checks...ok unit operational.